Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident info balloon ruptures may occur due to, but not limited to, manufacturing issues, materials, mechanical damage, handling of the device during use, over inflation and/or interaction with pt anatomy or interaction with associative devices. In this instance it was reported that the target lesion had mild calcification which may have contributed to the failure since the device was able to be prepared for use, this failure appeared to be related to the circumstances during the procedure, however, without the device to analyze root cause for the reported discrepancy cannot be definitively determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture was caused or contributed to pt injury previously. Device issue: balloon rupture. It was reported that the target lesions were the proximal lad and the proximal lcx, both with no tortuosity. During the first cut at 15 psi the flexi-cut balloon ruptured. It was changed to a new flexi cut and the procedure was completed. No additional event or pt info is available.